Manufacturer narrative:
The evaluation did confirm the user's experience. The teflon pad was found lifting (partially detached) and melted at the distal outer edge. Abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The device was tested using an esg-400/usg-400 and no problem was found.

Event description:
Olympus was informed that the beginning of a pancreatectomy, the device stopped working. A piece of the device broke off rendering it unusable. The procedure was completed with a different but similar device and there was no patient injury reported. Olympus received a (B)(4) related to this event.